Event description:
Dimness of vision in one eye[visual acuity reduced]. Case desciption: spontaneous device report. Complaint n 2742 argus n 2003163130dk. A physician reported a case regarding a pt (age and gender unk) who had undergone the implant of a ceeon lens mod 911a (23.5 dioptre). After surgery, the pt complained that one of the eyes was far more dimmed than the other one. The reporting physician noticed a mistier corpus in the optic gel of the lens in comparison with the opposite side. On a not specified date, the lens was explanted and sent to quality assurance for being analyzed. At the time of this report the outcome of the event was unk. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor manufacturer or product caused or contributed to the event. Case comment: the most frequent problem of iol implantation is posterior capsular opacification (pco). The cause of this complication could be the result of poor cleaning of the posterior capsule at surgery or posterior capsular plaque or of the accummulation of inflammatory or infective debris. It is unclear from the report whether pco has been ruled out. Further info is required regarding the indication for the iol implantation, the surgery performed, complications during surgery, and concomitant medications during surgery and in the postoperative period. It is not specified how much time passed between ceeon lens implant and occurrence of the event. The results of the technical investigation are not yet available. Additional info is therefore expected for a proper causality assessment.